Event description:
Report received from (B)(6) stating that the device does not function - "the pump cooler activates on its own without the handpiece being rotated". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).